Manufacturer narrative:
(B)(4).

Event description:
Ppf and sticker sheets received. Ppf alleges metal wear/metallosis confirmed in medical records and elevated metal ions confirmed in medical records. Cup was added since ppf record indicated that it was removed.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(6) 2018 no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what was previously alleged, pfs alleges physical injuries, pain and discomfort when sitting, walking or standing, unable to lay down for long periods of time and residual cobalt and chromium in blood. After review of medical records for MDR reportability, surgical pathology report indicate that the patient had a right hip synovial tissue metallosis , mild chronic inflammation and synovitis

Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges that plaintiff has suffered and continues to suffer both injuries and damages, including but not limited to: past, present and future physical and mental pain. Doi: (B)(6) 2010- dor: (B)(6) 2017. (Unknown hip).